Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle only, 23 g x 1 in. Was clogged. The following information was provided by the initial reporter: it was reported by the customer that they had an incident where rn was unable to draw up vaccine because of resistance.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide¿ needle only, 23 g x 1 in. Was clogged. The following information was provided by the initial reporter: it was reported by the customer that they had an incident where rn was unable to draw up vaccine because of resistance.